Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown e1. Address information was not provided; therefore, il was used as the state. E4. The initial reporter also notified the FDA on jan202026. Medwatch report is mw5182796.

Event description:
Tubing started leaking during priming of the medication through IV tubing. Leaking occurred at 0.2 micron filter site.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.